Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. Additionally, the patient received inappropriate anti-tachycardia pacing (atp) and shocks due to oversensed noise on the rate/sense portion of the lead. The patient is pacer dependent and pauses in pacing were noted for more than two seconds. An x-ray was performed and a lead anomaly was noted. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.